Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 320 instrument (p/n 441743, s/n (B)(6)). The customer called to report false positive results on their instrument. Technical service worked with the customer remotely and recommended replacing the instrument filter. No instrument errors were noted. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of march. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 320 system that there was a false positive. The following information was provided by the initial reporter 1. Were any erroneous results reported to the healthcare provider by laboratory personnel?  No.          2. If yes, were any patients treated based on erroneous results?   Na.    3. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Na.     False positives due to filter clogging, we have replaced the filter already. Machine is currently running correctly. Wed mar 15 08:44:10 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details false positive: subculture at the facility confirms that there are no bacteria. Negative becomes positive.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 320 system that there was a false positive. The following information was provided by the initial reporter were any erroneous results reported to the healthcare provider by laboratory personnel? No.  If yes, were any patients treated based on erroneous results? Na. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Na. False positives due to filter clogging, we have replaced the filter already. Machine is currently running correctly. Wed (B)(6) 08:44 10 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false positive: subculture at the facility confirms that there are no bacteria. Negative becomes positive.